Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during pacing system analyzer (psa) testing on the ventricle, they were unable to deliver brady therapy to the patient. The programmer or wand was the suspected cause of the pacing inhibition. The patient is not pacemaker dependent. The programmer is expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct (b5) describe event or problem and device codes (h6) that was inadvertently incorrect on the last report.

Event description:
It was reported that during pacing system analyzer (psa) testing on the ventricle, they were unable to deliver brady therapy to the patient. The programmer or the adapter was the suspected cause of the pacing inhibition. The patient is not pacemaker dependent. The programmer is expected to be returned for analysis.

Event description:
It was reported that during pacing system analyzer (psa) testing on the ventricle, they were unable to deliver brady therapy to the patient. The programmer or the adapter was the suspected cause of the pacing inhibition. The patient is not pacemaker dependent. The programmer is expected to be returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct (b5) describe event or problem and device codes (h6) that was inadvertently incorrect on the last report. Upon receipt, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. The psa system was then tested for proper functionality. All psa functions operated normally. Next, several different test devices were interrogated multiple times, confirming there were no communication problems between the devices and programmer. The ECG and zip telemetry functions were tested, with no issues observed. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No error codes were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests.